Event description:
It was reported that a preloaded toric intraocular lens (iol) is scheduled for an iol exchange due to the patient having ongoing complaints for poor vision. The patient is unhappy with their distance vision and reports it is hard to read distance vision. Through follow up, it was learned that the explant was performed by another surgeon. It was noted that the patient came in for the six week post operative visit (with the original implanted lens) and complained that the vision in the left eye was not great. Additional information was provided reporting that another johnson & johnson lens, model zct00 18.5 diopter was successfully implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is doing good. It was unknown if the explanted iol is available to return for product evaluation. No other information was provided.

Manufacturer narrative:
Section a4: weight: unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.